Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected UDI.

Event description:
An impella cp was inserted via the femoral artery to support the 79-year-old female patient admitted in with known coronary artery disease and plan of a protected percutaneous coronary intervention (pci). Prior to the pump placement the patient was on inotropes and vasopressors and a vent for respiratory needs. The patient presented in scai stage e and had a known cardiac arrest, but other medical history was not shared. The pci successfully occurred and then the pump was explanted. After explant there was bleeding at the pump access site. The team placed multiple perclose devices but hemostasis was not achieved, and so the team held manual pressure of 45 minutes. No blood products were given or any further intervention was noted. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient survived the access site bleed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.